Event description:
Hospital cath lab personnel responded to a patient in cardiac arrest with the device and, using standard paddles, delivered three rescue shocks. According to the reporter, the device did not deliver a fourth shock and a backup was immediately called for and used. The patient was resuscitated.

Manufacturer narrative:
H6: the reporter indicated that there was no device malfunction and that the reported incident was most likely the result of user error. The hosp biomedical department and the local ers service representative evaluated the device and observed proper operation through functional and performance testing. A review of the printed code summary (tm) critical event record of the reported incident from the device's chart recorder showed that 4 shocks were delivered to the patient.